Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. This rv lead required repositioning to stimulate the left bundle branch, when the helix elongated and did not retract with the fixation tool. The physician then used counter pressure in attempts to remove the helix, which caused the helix to stretch further and subsequently break. The helix tip remains in the septum and a new lead was successfully placed. No adverse patient effects were reported..

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. This rv lead required repositioning to stimulate the left bundle branch, when the helix elongated and did not retract with the fixation tool. The physician then used counter pressure in attempts to remove the helix, which caused the helix to stretch further and subsequently break. The helix tip remains in the septum and a new lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that the field report of the fractured helix on a lead implanted in the left bundle branch location, may have resulted from the combination of product handling as well as product design. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued.